Event description:
This lead became dislodged and the physician chose to replace it. The patient complained of receiving shocks from this device. Interrogation of the device revealed oversensing and underpacing.